Event description:
It was reported that peri-device leaks occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. Approximately one year and six months post implant, peri-device leaks were noted around the device. The anterior gap measured approximately 15mm and the posterior gap measured approximately 13mm. The leaks were percutaneously closed with non-boston scientific plugs. The patient was stable and discharged the following day.